Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed r wave amplitude variation, under sensing and post sensed t wave oversensing on an insertable cardiac monitor. No changes or interventions were performed. There were no patient consequences.